Event description:
Pump declared a cartridge change error. No adverse impact to the customer¿s blood glucose level was reported. The customer received instructions to inspect and clean the cartridge and pneumatic tap area, remove the misplaced o-ring, and confirmed successful cartridge loading and resumption of insulin delivery.